Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of the transfer set became loose from the dianeal solution bag during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One actual sample was received for evaluation. Visual inspection identified a broken occluder foot. Leak testing and clamp function testing failed due to the broken occluder foot, clear passage testing was performed with no issues noted. The reported issue was not verified because the connection between female connector and an in lab patient connector was performed with no issues; however, during sample analysis a broken occluder foot was observed during visual inspection and functional testing. The cause of the event was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.